Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient stated that they had a revision of the battery because the original ins had moved. It was loose and had just been moved the same battery from one side to the other in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.